Event description:
It was reported that on (B)(6) 2014, the pt was inserted PICC. There were no breaks on the reflushing catheter by checking and the insertion process was successful. On (B)(6) 2014, a crack was found at the 5 cm on the catheter.

Manufacturer narrative:
A lot history review (lhr) is not possible. The manufacturing lot number that was provided is an incorrect manufacturing lot number. The device has not been returned to the manufacturer at this time for eval.